Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.